Event description:
As reported to coloplast though not veriifed, patient implanted with aris on (B)(6) 2012. Later patient experienced pain, dyspareunia, adhesions and additional surgeries.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. (B)(4): devcie not returned.